Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the day before, she experienced high blood glucose of 500 mg/dl and the insulin pump alarmed no delivery during basal 6 hours after the high reading. She treated with manual injection. Customer stated that the insulin pump has been alarming no delivery during bolus after changing the site 2 times. The customer received another no delivery alarm during prime while on the call. Blood glucose value at the time was 297 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. The customer removed the infusion set and the cannula was not bent. An additional fixed prime was performed; insulin did exit. Customer was advised to change the entire infusion set and reservoir. The customer declined troubleshooting for high blood glucose.